Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: customer returned a total of 13 pen needles. Only one of these samples was returned undisturbed, with the remaining 12 having previously been opened. The 12 loose teardrop labels included indicate that these samples are 4mm, 32 gauge pen needles from lot 0057734. Visual inspection of these samples found no immediately observable defects, including no damage to the cannulas. Each returned pen needle was attached to a test pen. Saline was pushed from the test pen through the system. No clogs were observed and each pen needle functions as intended. A lot history review was carried out on both lot#'s and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate and confirm the customer¿s indicated failure of clogged needles and bent needles. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 8 pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime during use. The following was reported by the initial reporter: "it was reported that eight pen needles would not release the medication during priming and some of the needles were bent. Verbatim: consumer reported yesterday he had 8 different pen needles that did not release medication during priming. Stated he also noticed some of the needles to be bent. Lot # 0091910cat #320550date of event: (B)(6) 2021. Samples: yes, sedning mail kit".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 pen ndl 32g 4mm hp 100 box 1200 us were difficult to prime during use. The following was reported by the initial reporter: "it was reported that eight pen needles would not release the medication during priming and some of the needles were bent. Verbatim: consumer reported yesterday he had 8 different pen needles that did not release medication during priming. Stated he also noticed some of the needles to be bent. Lot # 0091910, cat #320550. Date of event: (B)(6) 2021. Samples: yes, sending mail kit."